Event description:
During a ptcra procedure, the wire fractured. The lesion being treated was a calcified and 99% stenotic lesion in the lad. While testing a 1.5mm rotalink burr outside of the pt, the wire fractured. No pt injuries or complications were reported. Pt status is listed as "good."